Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a turbo-ject® single lumen over-the-wire power-injectable PICC was implanted on an unspecified date for an unspecified indication. Fluid was observed leaking from a hole in the clear tubing. The conditions and handling circumstances of the device at the time of the event were not provided. The patient underwent an additional procedure to completely explant and replace the device. No further event or patient details were provided. The device is reportedly available for evaluation; no device was received by the manufacturer at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of drawings, instructions for use, specification, quality control and visual inspection of the returned device was conducted during the investigation. The actual device was returned for evaluation. A leak test was performed and a leak was noted. A diagonal cut mark 2 cm from the purple hub was noted when viewed under a microscope. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.